Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and device dislocation ('essure device on the left was visible but not on the right') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pelvic pain, depression, irritable bowel syndrome, vaginal bleeding, menorrhagia, dysmenorrhea, nausea, allergic rhinitis, asthma, fibromyalgia, bladder disorder, carpal tunnel syndrome and irregular menstruation. Concurrent conditions included hyperlipidemia. Concomitant products included progesterone for menorrhagia and dysmenorrhea as well as folic acid, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (kenalog comp. Med mycostatin), hydrocodone, medroxyprogesterone acetate (depo provera), metformin, minoxidil, naproxen, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and salbutamol sulfate (ventolin hfa). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:psychological or psychiatric problems condition: depression, anxiety, anxiety"), nausea ("nausea"), irritable bowel syndrome ("gi conditions/gastrointestinal or digestive system condition"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression, anxiety"). On (B)(6)2018, the patient experienced ovarian cyst ("right ovarian cyst"), 3 years 7 months after insertion of essure. On (B)(6)2018, the patient experienced vulvovaginal pruritus ("pruritus of vagina"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, depression, nausea, irritable bowel syndrome, fatigue, ovarian cyst, vulvovaginal pruritus, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: discrepancy : date of insertion (B)(6)2015 now it is reported (B)(6)2016 plaintiff performed additional surgeries (B)(6)2016: type of additional surgeries other plaintiff received treatment pelvic pain,dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, nausea, gi conditions, fatigue, right ovarian cyst, pruritus of vagina. Concerning the injury reported in this case the following one/ones were described in patient medical history-depression, hair loss, menorrhagia, dysmenorrhea,pelvic pain, dyspareunia,abdominal pain, fatigue,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pps received : new events-"vaginal bleeding, anxiety,right lower quadrant pain,essure device on the left was visible but not on the right", concomitant drug and condition, medical history, reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), ovarian cyst ("right ovarian cyst") and vulvovaginal pruritus ("pruritus of vagina"). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, psychological trauma, nausea, gastrointestinal disorder, fatigue, ovarian cyst and vulvovaginal pruritus outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma and vulvovaginal pruritus to be related to essure. The reporter commented: discrepancy : date of insertion (B)(6) 2015 now it is reported (B)(6) 2016. Plaintiff performed additional surgeries (B)(6) 2016: type of additional surgeries other plaintiff received treatment pelvic pain,dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, psych injury, nausea, gi conditions, fatigue, right ovarian cyst, pruritus of vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, nausea, gi conditions, fatigue, right ovarian cyst, pruritus of vagina, she did not undergo essure confirmation test, psych injury were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.